Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer reported charring of the female end of the ac power cord. The device was returned to the biomedical engineering dept from the medical supply dept with a note stating,¿there are burn marks on the ac cord.¿ no tracking info was provided; therefore, specific pt info, pump programming or event details were not available. During testing at the user facility, charring was noted near the strain relief on the female end of the ac power cord. The customer contact indicated that there ¿appeared to be liquid contamination that may have shorted out the ac power at that area.¿ there were no reports of any adverse pt or staff events while the device was in clinical use. Though requested no additional info was provided.